Event description:
2023-12-01: unit i5805 was returned to integrum with a report form stating that the axor ii has released from the abutment. The patient fell to his knee but was not hurt. The report form stated that the patient weighs ~120 kg. According to the cpo the date of event is unknown. Manufacturing investigation performed; batch documentation for axor ii i5805 reviewed (docreg 010 831-00). No deviations found, the unit has been manufactured according to specifications. 2023-12-13: technical investigation performed, the reported issue could not be replicated, the unit passed the gripping function test. However, the clamps had deep marks and indentations; indicating that the abutment has not been inserted all the way into the axor during use. In addition, several components were in need of service and it was noted that the unit has not been sent to integrum for annual service (last service performed 2022-05-02) according to instructions in the IFU. The patient's weight is also outside the indicated weight limit of 100 kg. During the service, the top body assembly was fully disassembled, cleaned and the clamps were replaced. The device was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the instructions and to send the axor ii for annual service according to the IFU.